Manufacturer narrative:
The pump product and data logs were returned for analysis. The initial complaint was pump flows being low during patient support. During the investigation, and visit to the facility, further details were shared of possible mitral valve regurgitation caused by the use of impella. The most likely cause for the low flows was a low native volume within the patient's left ventricle. This low volume could be caused by mitral regurgitation that possibly could have been caused by the use of impella. When the pump was tested the low flows could not be reproduced. The pump performed as designed. There is a possibility that the pump interacted with the mitral valve; however this could not be confirmed. The failure mode will be monitored and trended.

Event description:
The patient was admitted for a high risk angioplasty and placed on impella hemodynamic support. The patient had low flows with the impella, and so it was explanted and replaced by another impella cp. There was not any issue with the replacement. The second pump successfully supported the patient until the decision was made by the family to withdraw care. At that time the patient expired.